Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip tip, causing side to side misalignment of the grips. A piece approximately 0.193" x 0.641" was found to be broken off the yaw pulley. The broken piece was not returned. The conductor wire was found to be still attached to the broken grip tip.

Event description:
It was reported that after a da vinci-assisted surgical procedure that, the fenestrated bipolar forceps instrument broke off at distal end. The instrument was outside of patient at the time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.